Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 449 mg/dl. The customer did not provide details regarding symptoms and treatment of their high blood glucose episodes. Customer stated that sensor issues. Customer was declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.